Manufacturer narrative:
Concomitant products: 419388 lead implanted: (B)(6) 2006, 5072-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture and was oversensing noise that resulted in syncope for the patient due to pacing inhibition. In addition, the lead had undefined high pacing impedance and a fracture was suspected. Initially the lead was programmed off and a temporary pacing wire was placed. Subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.